Event description:
Customer reported using product for sub-q-infusion. This is an off label use. The product was embedded in patient's thigh for an unknown number of days and when the nurse attempted to remove it, the needle remained in the thigh. The patient was sent for x-rays and the needle was subsequently removed by a small incision (approximately 0.4mm).

Manufacturer narrative:
Recommendations quoted from the following publications: the infusion nurses society: infusion therapy in clinical practices, hankins etal, 2nd edition, 2001, w.b. Saunders company. "The major drawback of the traditional winged steel needle set is it rigidity and the inability of the needle to soften next to the vein wall. The steel tip easily punctures the vasculature after placement, and the risk for an infiltration increases proportionately to the time the needle is in place. The winged steel-needle infusion is recommended for infusion lasting fewer than 24 hours." Manual of IV therapeutics, phillips, 3rd edition, 2001, f.a. Davis. "These (scalp vein needles) are most frequently used for short-term therapy, usually in patient with expected in-dwelling catheter times of less than 24 hours, such as with single-dose therapy, IV push medications, or blood retrieval." Regulatory compliance was unable to run complaint history check or device history review as lot number is unknown. Will continue to monitor this incident.